Manufacturer narrative:
To date the device is in the process of being returned to depuy mitek for eval. When and if the device is returned, it will be evaluated in an effort to obtain a root cause analysis. The results of that root cause analysis will be reflected in a follow-up report.

Event description:
A surgeon contacted a mitek marketing employee stating he had been seeing a pt who originally had shoulder surgery at a different institution. The pt was sent for a 3 1/2 month follow-up imaging. The imaging indicated the bone was not healed and rehab protocol was continued. Less than 2 weeks later the pt contacted the surgeon with severe pain and loss of shoulder mobility. Additional imagining indicated the bone graft had become disengaged and the titanium screws had broken which required revision surgery.